Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 341mg/dl and moderate ketones, but she was treated with 4.0 units of insulin. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to run a manual prime test and the insulin did exit. Checked the alarm history and found several no delivery and off no power alarms. The high pressure test was performed and the test failed twice. The mother mentioned that she uses insulin out of the fridge to fill the reservoir. Further troubleshooting was declined, as customer was still asleep. No further information was provided.